Manufacturer narrative:
One opened disposable irrigation/aspiration handpiece was received for the report of aspiration failure. The returned sample was visually inspected and found to be conforming. A functional testing for occlusion and leakage was performed and found to be conforming. No lot number was identified with the this complaint; therefore, a device history record review could not be identified. The returned sample was found to be conforming for all visual inspections and functional tests, associated with the reported event, therefore a aspiration failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the disposable ia handpiece was manufactured to the specification. All disposable ia handpieces are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the aspiration failed with ophthalmic handpiece during the surgery. The surgery was performed and completed after replacing the product with another one. The involved eye and the patient identifier were not available. There was no patient harm. The procedure type was an unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).